Event description:
A jagtome sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure(age, weight unknown). According to the complainant, the tip of the tome appeared to be damaged. The procedure was completed with a different device and there were no patient complications reported with this event.

Manufacturer narrative:
As received, a visual evaluation found that the distal tip was cracked and partially peeled apart. A functional evaluation found that an 0.025 inch guidewire could be introduced through the tip of the device without issue. A review of the device history record revealed no anomalies.